Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: would turn on itself and not turn off. Probable root cause: probe short, button stuck on firing position, fluid ingress, suction tube cut, button inadvertently pressed, damaged insulation, probe bender used to bend nonbendable probe, user accidentally submerges device, inadequate gluing operations (tip and core/lumen) or inadequate gluing/welding of core to handle console error: refer to rsk10684 for risk outputs associated with rf energy to probe for the serfas energy console. Refer to rsk10642 for risk outputs associated with rf signal to handpiece for crossfire and crossfire ii consoles use error. The reported failure mode will be monitored for future re-occurrence. H3 other text : 81.

Event description:
It was reported that the device was continuously activating and getting hot.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. The catalog number is not known at this time, therefore the gtin is unknown. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device was continuously activating and getting hot.